Event description:
A (B)(6) female patient presented to the ed on (B)(6) 2014, for a headache. Patient decompensated in the ed and was subsequently determined to have a subarachnoid hemorrhage along with an anterior communicating artery aneurysm. Patient was placed on amicar for 8 hours. Patient has a history of hypertension but no known coagulopathies. Blood coagulopathy results prior to initiation of ivtm therapy are not available. The reason for therapeutic ivtm was for fever management and maintenance of normothermia. The thermogard console was set to a target temperature of 36.5 degrees celsius. Patient's temperature prior to ivtm therapy is unknown. The room temperature at the time is unknown. A zoll cool line catheter was inserted into the right subclavian vein by an experienced physician on (B)(6) 2014. Catheter insertion was smooth. There was no separate catheter used for the central line. Patient had scd's (sequential suppression devices) in place on legs. On (B)(6) 2014, the aneurysm was coiled. On (B)(6) 2014, patient was started on 5000 heparin every 8 hours. On (B)(6) 2014, a non-occlusive thrombus was found around the tip of the catheter during catheter removal. In addition, patient experienced swelling in the right arm and upper extremity. It is unknown if the patient was in a high risk category for dvt. Warm compresses were done to treat the swelling of the patient's right arm. On (B)(6) 2014, patient experienced swelling in the right leg. No treatment was provided for the swollen leg. It is unknown why the patient's leg was swelling. An ultrasound was performed and results were negative for thrombus in the leg. Patient was discharged around 3 weeks from admission and did well. Patient's care was standard of care for her problems. No other adjunct procedures were performed on the patient. There were no known vessel injuries caused by the zoll catheter. It is unknown if the reported thrombus was attributable to the zoll device.

Manufacturer narrative:
The zoll catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. There were no reports of a device malfunction. In addition, there were no vessel injuries caused by the zoll catheter. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind.